Event description:
Literature was reviewed regarding a single suture-mediated closure system after transfemoral transcatheter aortic valve implantation. The study timeframe occurred between june 2014 and may 2021. The study population included 439 patients who were predominantly female with a mean age of 82 years old.  Multiple manufacturer¿s devices were implanted in the study population; 436 patients were implanted with a medtronic evolut r bioprosthetic valve delivered by an enveo r delivery catheter system.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, adverse events that likely occurred during valve delivery: major vascular complication at the access-site, bleeding, perforation, dissection, non-cerebral distal embolization, puncture site stenosis, pseudoaneurysm, fistula, and hematoma.  Adverse events that likely occurred following valve deployment included: acute kidney injury, moderate to severe residual aortic regurgitation, arrhythmia requiring permanent pacemaker implant, cardiac arrest, and major cardiac structural complication.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: iacovelli et al. Single suture-mediated closure system after transfemoral transcatheter aortic valve implantation: a single-center real-world experience. Catheter cardiovasc interv. 2024 jun;103(7):1125-1137. Doi: 10.1002/ccd.31054. Epub 2024 apr 19. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.